Manufacturer narrative:
H3/h6: the system was serviced in the field and there was an optical communication failure, the camera was faulted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the site found an optical localizer faulted message while in surgery. Site had one navigation system and so had to abort navigation use. There was a 20 minute surgical delay. Patient present. No known impact to patient outcome. Troubleshooting was performed, the field representative (rep) opened the ndi toolbox and found that the bump sensor had been triggered.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, h3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: an additional evaluation of the system was performed by a manufacturer representative. No failure was found. The system was performing as intended. Previously reported code b01 and codes c19 and d14 are applicable. The system was later serviced in the field by a medtronic representative. The camera was replaced. Previously reported codes b01, c08, and d02 are applicable. The camera product ID 9735821r lot p924040 was returned for evaluation. Analysis found an electrical failure. A check of the event log showed a bump was detected. The power supply unit (psu) passed an accuracy test (aak) at .091mm with a passing threshold of .250mm. The bump sensor was cleared and the psu is now fully functional. Code c02 and previously reported codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.